Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty gold force sensor resistor. No alarm was noted for a loose drive support disk. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, broken battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that he was unable to prime the insulin pump. The blood glucose reading was 124 mg/dl. The insulin pump alarmed for a loose drive support cap. Customer reverted to treating with manual injections. He stated that the insulin pump was not dropped or bumped and that the drive support cap appeared normal. He was advised to hold down the act button until receiving a second series of beeps or numbers on the display and customer received another alarm for the loose drive support cap. Nothing further was reported.